Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. Additional observations: no further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and " double capsulation". Healthcare professional later reported double capsulation.... Capsular contracture baker grade iii-IV." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and " double capsulation". Healthcare professional later reported double capsulation.... Capsular contracture baker grade iii-IV." Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and " double capsulation". Healthcare professional later reported double capsulation.... Capsular contracture baker grade iii-IV." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV. Additional e.1: (B)(6).